Event description:
Reporting status: serious injury-disability; medical intervention. Reporting rationale: stent dislodged and was deployed partially in an unintended site which is considered a potentially injurious event (permanent impairment). Device issue: stent dislodgement. It was reported that the device would not advance completely through the lesion and when trying to remove it, the stent dislodged in the heavily calcification. A balloon catheter was then used to deploy the stent, with the distal portion of the stent actually in the lesion. No patient effects were reported. The patient is reported as doing well. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, physician technique, and accessory device support. The inability to cross appears to be related to the heavily calcified anatomy and/or patient anatomy.